Event description:
Approximately one month after treatment with bovine collagen, the patient noticed lumps forming at the injection sites. The physician treated with oral steroids at that time. The lumps have been diagnosed as granulomas and the physician has injected them with steroids.